Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced alert 38 indicating a consecutive stalled motor, consistent with a failure to infuse involving the device motor component, after a supply change; the user restarted the ilet, rewound, replaced all supplies, verified drops, and reconnected, which resolved the alert and restart alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting for a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.